Event description:
It was reported that a non-amo cartridge was used for insertion of a zmb00 13.0 diopter intraocular lens (iol). The lens was not able to be fully implanted into the female patient¿s eye due to the iol getting stuck in the cartridge. The iol was cut out without injury however an incision enlargement was done and no sutures were required.

Manufacturer narrative:
All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Corrections: (B)(4). All pertinent information available to abbott medical optics has been submitted.